Event description:
The physician was treating a large ruptured left terminal carotid aneurysm with a 5-6 mm neck. He used a 16 mm coil as his first coil which did not deploy evenly across the aneurysm but filled more on the left side. The physician started to deploy the second coil when some friction was felt. At this stage he realized the coil was detached. He first tried a 4 mm snare to remove it but the coil broke. He then used a 7 mm snare and removed the coil. The patient was doing fine.(B)(4)

Manufacturer narrative:
Device investigation: the pusher proximal pet lock is intact. The pull wire is in place in the distal detachment tip (ddt). These observations are consistent with an undetached coil however; the proximal constraint ball is not in the ddt. The polymer section of the pusher was intentionally stretched in order to release the pull wire for pre-compression measurement. The pre-compression length measured 3.0 mm. This is typical of a pusher wire with acceptable pre-compression. The most distal 3 cm of the pusher was roll cut and removed to allow optical measurement of the ddt inner diameter (ID). Using a seemic optical measurement system the ID of the ddt measured 0.01480". The ID is within specification for this part. Using the same system the pull wire tip measured 0.00388" in diameter. The wire diameter is within specification for this part. The coil is in two pieces. The proximal piece is approximately 30 cm in length and reasonably intact. The distal portion of the coil is completely unwound. The proximal constraint ball was not returned. The unintentional detachment noted in the complaint is confirmed. The component parts available for evaluation are within specification. Without the return of the other components it is not possible to determine the root cause of the problem. It is possible that one of the other components involved in the detachment system was out of specification, or during the case, the coil was manipulated in the patient with a tensile force beyond the specification of the detachment tip system causing the coil to detach unintentionally. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.